Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. In particular, approximately 24cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region, the insulation was damaged and deformations of the inner and outer conductor coil were observed. These findings can be considered as the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Due to the damages the mechanical inspection and the functional test of the helix fixation mechanism was not properly feasible. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: the lead was explanted 5/3/19 due to oversensing and low pacing impedance. Should additional information become available, this file will be updated.